Manufacturer narrative:
This product will not be returned for an investigation. If any additional information is received, a follow-up report will be filed.

Event description:
A customer reported the top part of their lancing device broke off and they were "unable to test." However, they then reported their glucose level dropped to approximately 37 mg/dl, reported feeling disoriented and experiencing a loss of consciousness. The customer reported being diagnosed with hypoglycemia. Details surrounding diagnosis and treatment are unknown.